Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections. Customer¿s blood glucose level was 134 mg/dl.